Manufacturer narrative:
Date sent to the FDA: 05/18/2021. Additional information: b7, d9, h6. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that six unopened samples of product code f2505h were received for evaluation. Visual inspection of six unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. Also, the samples were tested by resistance test to needle and met the requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/18/2021. Corrected information: d7a, h4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. Additional information was requested and the following was obtained: can you confirm that the thread unscrewing and needle breakage occurred in the same procedure? Yes. Are only one or two sutures involved? Only one. What is the size of the needle used? I do not remember. Could the needle be removed from the patient during the same procedure? No, it remains in the myometrium of the uterus, impossible to cut unless the uterus is cut. If not, in which structure / fabric did the needle stay? Uppers and needle left in place. Are there any plans to perform a procedure to remove the needle piece? No. What is the name of the procedure? Promontofixation. Were there any patient consequences following this incident? Immediate no but we hope that the needle will stay in the uterus. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a promontofixation procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke and the thread pulled off of the needle. The needle tip was impossible to remove. Additional information was requested.